Event description:
Per distributor medwatch report: "an adult male received 20 ppm of inhaled nitric oxide for the treatment of pulmonary hypertension. In early 2009, at 02:30, inovent unit ccad00655 alarmed and had an electronic shut down while on the patient in the operating room. The patient decompensated, his oxygen saturation decreased in the 60s, and his heart rate decreased to 40 bpm. The anesthesia did not manually bag the patient and the events resolved after the inovent unit was switched out, and the patient continued treatment. The reporter deemed the events related to the inovent failure. Approx. Two weeks later, the patient expired from an unknown cause of death, and it is unknown if an autopsy was performed." Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.